Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event. An internal/external inspection was performed with no abnormalities noted. The homechoice device was determined to meet functional and electrical performance specification requirements per returned instrument testing evaluation (rite) testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information for e1: the initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.